Manufacturer narrative:
Unit received with operating currents within spec and passed self test. Unit received with missing retainer and reservoir tube lip o-ring. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to physical damage to case. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit display the programmed value properly on the display graph. Unit was also programmed with test glucose meter. Unit communicated properly and recorded the 6.3 mmol/l value properly from glucose meter. Unit was downloaded successfully to carelink. No rf communication anomalies were noted. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump was returned without communication from the customer.